Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the refrigerator was failed. A field service engineer (fse) worked with the customer via remote support. The customer successfully recovered the refrigerator without issue. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator z09ea1-sic refrigerator failed. The customer attempted troubleshooting by rebooting the station and attempting to recover the storage space; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.